Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm (B)(6) drug-eluting stent was advanced however resistance was encountered through the guide catheter. The device was checked and it was then noted that the proximal stent strut was sticking out. There were no patient complications reported and the patient's status was stable.